Event description:
The customer reported that the device failed to discharge.

Manufacturer narrative:
The customer reported that the device failed to discharge. The device was evaluated locally. Replacing the paddle set revolved the issue.